Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.

Event description:
Reference number (B)(4). Event occurred in the united states, it was reported that, the patient experienced high blood glucose on (B)(6) 2024, due to a tubing connector turning white on their infusion set and detached. The issue affected one unit at the abdomen insertion site. The patient's blood glucose returned to normal after replacing the tubing. The infusion set had been in use for one day. No specific activity led to the event, and the infusion set was not exposed to extreme temperatures or humidity. No further information available.